Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, impedance and pacing threshold were elevated and a decrease in right ventricular (rv) sensing were noted due to a rv lead dislodgment. The lead was re-positioned to resolve the issue and the patient was stable with no adverse consequences.